Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient's husband found her sitting at the chair in the dining area, and she was very still and not moving, not talking. They were not able to confirm any other symptoms that the patient was feeling at that time. The patient did not want to eat, so the daughter-in-law called 911. An ambulance came right away and checked glucose values. The fingerstick bg was 28 mg/dl and the cgm was reading 274 mg/dl. The paramedics gave her an unspecified IV infusion and a glucose injection in the arm. The patient did not need to be taken to the hospital. At the time of the report she was feeling normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.